Event description:
The patient contacted animas on (B)(6) 2012 stating that the down arrow keypad button was not working. The patient reportedly wore the pump in a pocket and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the up arrow and down arrow keypad buttons were responsive. The contrast and ok keypad buttons were intermittently unresponsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keys.